Event description:
Related manufacturer report number 2017865-2024-22675. It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial channel. The physician suspected right atrial (ra) lead damage, however, diagnostic imaging was not performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.